Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1968. This report was received from a consumer via the baxter patient support program (patients retention program (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia, specifically a testicular hernia, coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unknown date, the testicular hernia worsened (no further detail was provided). At the time of this report, the testicular hernia was not resolved, the patient was not recovered from the event and physioneal therapy was ongoing. No additional information is available.